Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported nuisance air in line alarms which were reproduced during evaluation. The air in line alarms were verified through a review of the event history log by the presence of "air-in-line!" However, it cannot be determined if the alarms are true or false. Evaluation found the cause to be an out of specification ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced nuisance air in line alarms. There was no patient involvement. No additional information is available